Event description:
The following information was reported: the physician reported that while he was getting ready to pull back, the balloon was losing pressure, the physician deflated the balloon removed the device and used a second device successfully.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation was not performed and the reported event could not be confirmed. A review of the lhr was not possible as the lot number was not provided. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. (B)(4). Note: pi number is unknown as the lot number was not provided.